Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was subjected to extensive testing including on/off current testing, circuit impedance testing, shock testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.